Manufacturer narrative:
Product in complaint was returned to zoll on 07/28/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
It was reported that during testing, the autopulse platform displayed a "system error, out of service, revert to manual CPR" message. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 07/28/2015 for investigation. Investigation results as follows: visual inspection of the returned platform was performed and no physical damages were observed. A review of the archive data was attempted however, the archive data files were found to be corrupted and unable to be saved. Therefore, no data could be retrieved. Functional evaluation of the returned autopulse platform was unable to be performed as a system error message was observed upon power up, therefore confirming the reported complaint. Further inspection determined that the motor drive train brake gap was too large and out of specification (0.016"). The brake gap could not be adjusted back within the specification of 0.008" because both of the set screws did not lock into the encoder dimple locking hole causing the brake to disengage. The drive train motor was identified for replacement to remedy this issue. After replacement of the drive train motor, the platform passed all testing. Based on the investigation, the part identified for replacement was the drive train motor. In summary, the customer's reported complaint of the platform displaying a "system error, out of service, revert to manual CPR" message was replicated upon functional testing. The root cause of the "system error" message was determined to be that the drive train motor was out of specification. After replacement of the part identified during investigation, the platform passed all final functional testing.